Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor session restarted while in the middle of a session. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. Data investigation shows patient's sensor session was stopped due to a failed transmitter error. The reported event was confirmed. A root cause could not be determined.